Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following let to the malfunction: the displayed image was flickering due deformation of cable unit. Also, the water tightness was lost due to poor watertightness of the button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device cable had a breakage, and the image flickered. The issue was found during an unspecified procedure that was able to be completed with the same device. There were no reports of patient harm.